Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support (mcs) and experience a cerebral hemorrhage with a demised outcome. The patient was on both extracorporeal membrane oxygenation (ECMO) and impella mcs, and during support it was noted the patient had experienced a large cerebral hemorrhage that caused a deviation. It was stated the patient was mainly managed with ECMO, and the activated clotting time was approximately 220. The patient's heart started to recover; however, the patient expired approximately three days after start of support from the cerebral hemorrhage.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post inspection checks. As insufficient clinical information was provided, the root cause of the stroke/cva could not be determined.